Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 51-107100, stem, lot # 2811558, item # 650-1056, head, lot # 302990, item # 11-104050, shell, lot # 300900, item # ep-105933, liner, lot # 590610. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05807, 0001825034 - 2018 - 05808, 0001825034 - 2018 - 05809, 0001825034 - 2018 - 05810.

Event description:
It was reported that approximately 1 year post implantation, the patient was noted to have continued complaints of pain and was found to have a (B)(6) infection. The patient subsequently underwent a two-stage revision, with antibiotic spacers placed during this event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0001825034-2014-04617.